Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with her sensors. Customer had a threshold suspend alarm and there was a crack across the display of the insulin pump. Customer has it for months but has not called in. Customer stated that the sensor works for the first few days then starts to fail during the middle of the sensing cycle. Customer's blood glucose level was 198 mg/dl and sensor glucose was 46 mg/dl. Sensor glucose and blood glucose differences are within an acceptable range. Customer has noticed bent cannulas on previous sensor. Customer selects sites that are good and where cannulas have not had issues in the past. Customer was advised to remove and replace the sensor. Customer will monitor the issue and return the sensor. No further assistance needed.